Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) and defibrillation coil of the right ventricular (rv) lead had high impedance. It was noted the rv lead fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.